Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer did not power on. The power supply was found out of electrical specification. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer does not power on. The programmer was returned for repair. There was no patient involvement.